Event description:
Healthcare professional reported "complete destructuring of the implant" and "capsular contracture baker grade I/ii" diagnosed via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "complete destructuring of the implant" and "capsular contracture baker grade I/ii". This record is for the left side. The device was explanted, replaced with a non-allergan brand and will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "complete destructuring of the implant" and "capsular contracture baker grade I/ii". This record is for the left side. The device was explanted, replaced with a non-allergan brand and has been returned.